Manufacturer narrative:
Additional manufacturer narrative - the reported clinical observation could not be confirmed as the reported device was not returned to manufacturer. Partial or total occlusion of the coronary ostia is a recognized complication of an aortic valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. The instructions for use were reviewed and the warning "ensure that the coronary ostia are not obstructed and that the valve stent posts do not interfere with the aortic wall at the sinotubular junction." The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that the patient expired one (1) month and twenty-two (22) days after this bioprosthetic valve was implanted. The valve was originally implanted for aortic valve replacement to correct aortic stenosis. CABG was performed during implant due to left main obstruction. CABG was once again performed 12 days post-op. Disseminated intravascular coagulation progressed and patient passed away. Device will not be returned as it remained implanted.